Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. On (B)(6) 2012, the customer stated, the unicel dxi 800 access immunoassay system was out of service between (B)(4) /2012. The customer stated it is laboratory policy to notate, on the reagent pack, which analyzer the reagent pack is being loaded on. The involved reagent pack was marked indicating it was initially loaded onto an access 2 immunoassay system. The customer stated this access 2 may have been calibrated for free t4 while the unicel dxi 800 system was out of service. Operator error contributed to the event.

Event description:
The customer reported excessive pressure system errors on free thyroxine (ft4) analysis involving unicel dxi 800 access immunoassay system. Upon removal of the ft4 reagent pack, the customer noted the reagent pack had been previously used on another analyzer. A review of the customer-supplied data revealed one erroneously elevated ft4 result of 6.25 ng/ml, for one patient. The customer retested the sample and recovered a result of 0.99 ng/ml, which was within the normal reference interval. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.